Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient actually experienced bilateral capsular contracture and that the impacted devices were unspecified mentor saline breast implants. As a result, the relevant fields in this report have been updated to reflect the impacted device attributes (brand name, common device name, procode and catalog number). This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: section h5 - labeled for single use should be yes. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent primary breast augmentation with unspecified gel mentor textured breast implants and experienced capsular contracture on the right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.